Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually, and leak inspected. No damage or abnormalities were noted, no leaks were identified. Based on the information available and analysis results, the reported clinical observation of a crack in the connecting tube of the cuff could not be confirmed.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the cuff was noted. All components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the cuff was noted. All components were removed and replaced. There were no patient complications.